Event description:
A biliary stent was successfully deployed in the patient's proximal right carotid artery. The patient was a subject in a carotid artery stenting study sponsored by the reporting facility. As part of the study's protocol, the patient returned for a follow up evaluation six months after the stent was placed. During this evaluation, angiography revealed that the vessel had restenosed at the site of stent placement, secondary to stent compression, and that the vessel was subject to increased velocities. The patient remained asymptomatic but was referred to vascular surgery for stent removal. At the patient's one year follow up exam, he was reported to be doing well.